Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not been returned to depuy synthes mitek, however a photo was provided for review. The photo investigation revealed that ideal suture shuttle 90 degrees had the tip deformed. The overall complaint was confirmed as the observed condition of the ideal suture shuttle 90 degrees would contribute to the complained device issue. A manufacturing investigation was performed; the device was identified from the photo provided. No cosmetic, functional or dimensional issues were observed or reported. The supplier performed an investigation with their engineering, production, qc and qa personnel. As per the IFU for instructions on the use of the devices, there is no possibility that axial force will be applied on the suture shuttle. In the precautions in the IFU says to not apply axial or bending forces to the needle shaft. In the description of this device, it is clearly stated that the suture shuttle is to be used only for passing suture through tissue. In the contradictions section also wars not to use on bone or other similar tissues. The instructions for use provide the right way of using the device. In all the instructions the device must be used with care and to follow the instructions. This device and the manufacturing processes have been validated and approved. As to risk analysis report, the bending of the device has little potential of injury. Tag has supplied more than 18000 of the devices in the past 3 years and this is the first complaint about this device of this nature that has been received. After reviewing all the above information, the description of the complaint and the information in the IFU, the investigation team has concluded there was a misuse of the device that caused this failure. Based on the investigation findings, a potential cause could be traced to miss use of the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported by the sales rep in china that during a rotator cuff repair surgical procedure on (B)(6) 2024 the 2x ideal suture shuttle 90 degrees device was easy to bed. Changed another one to continue the surgery, the same problem happened again. Another like device was used to complete the procedure. There was a two minute delay in the procedure. There were no adverse patient consequences reported. No additional information was provided. This is event 2 of 2 of the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown d10: concomitant device: ideal suture shuttle 90 degrees, therapy date: 5/10/2024 UDI: (B)(4).